Manufacturer narrative:
Additional information was received that the pain was not device related.

Event description:
A report was received that the patient was experiencing pain close to the pocket site. The patient went to the emergency room (ER) and was told that the patient had an abscess. The patient was given an antibiotic.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain close to the pocket site. The patient went to the emergency room (ER) and was told that the patient had an abscess. The patient was given an antibiotic.